Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke and came off in mouth [device breakage]. No adverse event. Case description: a female consumer of unspecified age reported via e-mail on 11-aug-2016 that she changed the oral-b power oral care refills precision clean on her oral-b professional care 5000 toothbrush at the beginning of (B)(6) 2016 (1 month ago, more or less). She described that this week, after hearing a different noise, the brush head broke and came off in her mouth. She stated that she'd had the toothbrush since 2013, always changing the refill every 6 months, and this never happened before. No symptoms developed.